Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was unable to confirm this reported fault. A 3rd party service representative replaced the ldc display and the control board. The unit was returned to service.

Event description:
The hospital reported a system reboot error occurred intermittently during preuse checkout. No report of patient involvement.